Event description:
During a lobectomy procedure, the device had inconsistent staple formation, lead at the staple line. The surgeon closed the lumbar brochus with suture to complete the case. No patient consequence.